Event description:
It was reported that there were no audible tones for ECG or spo2. The clinician reported performed a factory reset on the monitor, and the issue was still present. It is unk whether the device was in use with a pt at the time. No injury was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation results are available.